Event description:
Information received indicates the siderail is not latching.

Manufacturer narrative:
The technician adjusted the siderail latch and tightened the siderail screws to repair the stretcher.